Manufacturer narrative:
On (B)(6) 2021, the mentor failure analysis lab received the device for evaluation. The analysis has begun, but is not complete at this time. When the investigational analysis has been completed, a supplemental report will be submitted. This supplemental report is for the patient¿s right-sided device. Manufacturer¿s reference number: (B)(4).

Manufacturer narrative:
On (B)(6) 2021, mentor became aware that the replacement devices used on (B)(6)2021 were catalog number smpx440; serial number (B)(6), on the left side, and catalog number smpx440; serial number (B)(6), on the right side. This supplemental report is for the patient¿s right-sided device. Manufacturer¿s reference number: (B)(4).

Manufacturer narrative:
On may 3, 2021, mentor became aware of the following: patient experienced unilateral left side capsular contracture; baker grade IV, and left side hematoma. Patient also experienced breast asymmetry. Surgical intervention was also performed. As a result, patient underwent bilateral explantation and replacement with catalog number smpx440; serial number (B)(4) on the left side, and catalog number smpx440; serial number (B)(6) on the right side on (B)(6) 2021. Clinical code "deformity/ disfigurement", and impact code "surgical intervention" have been added under field h6 on this form appropriately. This supplemental report is for the patient¿s right-sided device. Manufacturer¿s reference number: (B)(4).

Manufacturer narrative:
On (B)(6) 2021, device evaluation was completed. Device evaluation summary: mentor conducted a visual inspection of the returned device. During the visual evaluation, no apparent damage or visual anomalies were observed on the mentor memoryshape¿ mh 300cc returned device. Asymmetry may be attributed to one or more of the following: contracture of the fibrous capsule, seroma or hematoma, development of postoperative breast dysplasia, unilateral discrepancy in muscle development, deflation of the implant, incorrect choice of implant shape or size, and surgical technique. Asymmetry is a known complication associated with these devices and is referenced in our current product insert data sheet. As part of mentor¿s quality process, all devices are manufactured, inspected, and released to approved specifications. This supplemental report is for the patient¿s right-sided device. Manufacturer¿s reference number: (B)(4).

Manufacturer narrative:
Since the device has not been returned for analysis, no product failure analysis can be conducted, and no determination of possible contributing factors can be made. As such, the investigation will be closed. If the complaint device is received in the future, the investigation will be reopened and conducted as appropriate. A manufacturing record evaluation (mre) was performed, and no anomalies were found related to this complaint. In addition, the mre verifies that the device was manufactured in accordance with documented specification and procedures. Reason for device explant and/or reoperation: right capsular contracture; baker grade iii. Manufacturer¿s reference number: (B)(4).

Event description:
It was reported that a (B)(6) year-old hispanic female patient underwent primary breast augmentation with 300cc mentor memoryshape breast implant on both sides and experienced left side capsular contracture; baker grade iii. On march 25, 2021, mentor became aware that patient also experienced right side capsular contracture; baker grade iii. As a result, the devices were explanted on (B)(6) 2021. This report is for the patient¿s right-sided device.